Event description:
It was reported that the fiber cap detached during the prostate procedure. It is unk if the device was inside the pt at the time of the detachment, however, it appears it may have been during use. The location of the cap is unk, however, there was no report of the device remaining inside the pt or that cap retrieval was performed. Additional details were requested by the MFR and have not been obtained. It was reported that the procedure was completed with a second fiber and that there was no pt injury.